Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with no other devices. The balloon was tightly folded. The hypotube was completely separated 75.5cm from the hub. The hypotube fracture surface were ovaled, which suggests the device was kinked prior to separation. There were numerous hypotube kinks. There was a hole in the distal shaft 8cm distal of the guidewire exit notch. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The 90% stenosed, 15x20mm, eccentric, de novo target lesion containing a lesion bend of between >45 and <90 degrees was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. A 2.00mm x 15mm maverick²¿ balloon catheter was advanced to dilate the target lesion. However, the balloon could not cross the distal end of the target lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break and shaft hole.